Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 42x67mm thoracic aneurysm. It was reported during the index procedure, tevar was performed in zone 1. The pressure line was on the right. Deployment was performed from a position that covered the brachiocephalic artery when deploying the device. When the stent came was deployed it was noted that the patient's blood pressure dropped, the pressure returned when the device position was lowered and then the procedure was completed without any change in the pressure. Per the physician the cause of the drop in pressure on the right decreasing was because the device blocked the brachiocephalic artery. However it is also suspected that it might be possible that there was an allergic reaction to the hydrophilic coating on the sheath. No additional clinical sequelae were reported and the patient will be monitored.